Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The physician has provided pictures of the device. As per pictures provided, it can be the coil wire was unraveled and detached at distal part, also the distal end was bent, also it is possible to see that the information of the label matches with the information of the complaint. The guidewire was returned, and the core wire was detached/separated approximately at 3.5cm from distal tip. The rest of the core wire measures approximately 256.9cm. Also, the coil wire was unraveled due de detachment of the core wire. Under microscope it was observed the detachment section of the core wire. The outer diameter of middle of the device, and proximal section are within specifications. The overall length and outer diameter of distal tip could not be measured due the detach/separate condition of the device. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the complaint device was not returned by the customer; nevertheless, physician has provided pictures of the device. As per pictures provided, it can be the coil wire was unraveled and detached at distal part, also the distal end was bent, also it is possible to see that the information of the label matches with the information of the complaint. The reported complaint distal tip detachment of device or device component and guidewire difficult to remove are confirmed.

Event description:
It was reported that tip detachment and removal difficulties occurred. A 035/260/3mm amplatz super stiff guidewire was inserted into the target lesion. However, the guidewire broke during the procedure. The physician tried to move it but could not. The procedure was completed with a non-boston scientific device. No patient complications were reported.